Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: no pt effects. It was reported that when advancing the xience v into the artery, the shaft broke in half. The entire device was removed. A new xience v stent was used without issue. There were no reported pts. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood visible on the balloon, distal shaft, and in the guide wire lumen. There was contrast on the distal shaft. This is consistent with preparation and the sds advanced into the pt anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. Analysis noted the hypotube and jacket material were separated 19.5 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a mfg deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. There were two kinks near the separation. In this case, it is likely that the shaft kinks are related to use of the product, as the kinks were not noted during inspection prior to use. The pt anatomical conditions were not reported with the case description, which may have aided the eval and determination of cause. In this case, it is possible the shaft kinked during advancement of the catheter. Further manipulation of the catheter would have contributed to the shaft separating. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for hypotube separations for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported hypotube separation could not be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity.